Event description:
It was reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system will not power on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was working normally and found no malfunction. To resolve the issue, the fse perform some readjustment. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.